Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete functional testing) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The trunk cable was pulled from the strain relief and was missing, damaging trunk cable connector j702 on the distribution node pca. Additionally, the cable connecting the distribution node to the rear te was pulled from the strain relief, damaging all wires in the cable section. The root cause for the strained cables was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to complete functional testing.